Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1109 check vent alarm - machine pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed suggested repair per rev t manual for the 1109 error code. Advised to replace solenoids 2&4. Discussed replacement per the manual. Provided parts ID: solenoid valve (purge, autozero, crossover) gas delivery system (gds). Investigation ongoing.

Manufacturer narrative:
The customer replaced solenoids to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.